Event description:
The external pulse generator was returned as a trade-in device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper and lower cases, side bail covers and battery drawer were broken, the battery release and lead flex cover were contaminated, the ring and ring cover were missing, the battery contacts were compressed and that it was in need of a battery drawer o-ring. (B)(4).